Event description:
It was reported that when the nurse capped the syringe, the needle went through the orange cap.

Manufacturer narrative:
No product sample has been returned. The customer provided a photo for investigation. It was found that the complained issue could be duplicated as the needle was bent in the photo. However, the problem source is unknown. No lot number was provided therefore the DHR review could not be conducted.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.